Event description:
It was reported the patient had a pelvic open reduction internal fixation (orif) on (B)(6) 2014 and had 5 plates implanted. Within the past week, the patient started with a potential allergic reaction of which the signs and symptoms are unknown. The hospital is trying to rule out all other possibilities but seems to think that this might be a possible nickel allergy and an allergy to the implants. Patient has not had a revision surgery but does have pain, irritation and/or discomfort. Recently the patient developed a rash in the pelvic region. This is report 26 of 42 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.